Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned, and the event was not reproduced. Based on information obtained, it was determined that b30 error occurred due to mistake by user. B30 is an error which is displayed when abnormality occurred on the communication between endoscope and processor. (Instructions otv-s190 chapter 9 troubleshooting, 9.2 troubleshooting guide). Additional information stated that per customer "I was able to get the problem resolved. It was a user error." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The facility was able to resolve the issue stating it was user error.

Event description:
It was reported that a b30 communication error was observed while using the xenon light source. The issue occurred during an unspecified event. There were no reports of patient harm.